Event description:
A (B) (6) gentlemen with bipolar disorder and heavy alcohol use had surgery on (B) (6) 2009 for spinal fusion. Patient was non-complaint and had locking nuts at right side of l2-l3 dislodged. He had hardware removed on (B) (6) 2009. All hardware was received by allez spine on (B) (6) 2009, but it is not sure which products are the ones involved on l2-l3.

Manufacturer narrative:
Internal engineering evaluations are pending and results will be submitted to FDA shortly.